Event description:
It was reported that during peritoneal dialysis (pd) therapy, a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) machine during dwell. A baxter technical service representative (tsr) assisted the home patient (hp) to cycle the power of the hc to se 2367 (fail safe shutdown), to clear the alarms, to disconnect and to remove the cassette. There was nothing found during troubleshooting that would cause or contribute to the alarm. The tsr advised the hp to contact their pd nurse (pdn) to let pdn know about the occurrence of the air in line alarm. There was patient involvement; however there was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The cassette was not returned and the lot number is unknown; therefore, a device analysis cannot be completed. The cause is undetermined. Should additional relevant information become available, a follow-up report will be submitted.